Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's parent called and reported the insulin pump alarmed with no delivery, followed by motor error during bolus. Customer's blood glucose was 519 mg/dl, which was treated with insulin. Customer's parent stated she was able to clear the motor error message, but the pump still would not deliver insulin. The device had not been exposed to a strong magnetic field. Caller was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.